Event description:
Consumer called stating that the bracket attached to the motor at the head of the 5410ivc full electric bed has allegedly broke, preventing the head of the bed to lift up.

Manufacturer narrative:
MDR decision date: 30-jul-2012. 27-aug-2012 (B)(4) - no RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 9 years 4 months old. The serial number could not be located in the invacare serial number tracking system, possibly due to the age of the device. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.